Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Equipment labeling has precautions regarding the following: "the catalys® system has not been adequately evaluated in patients with a cataract greater than grade 4; therefore, no conclusions regarding either the safety or effectiveness are presently available." All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a catalys procedure, a broken capsular occurred on the patient¿s operative eye resulting in an anterior vitrectomy. The surgeon believes that the patient¿s movement and anatomy of patient¿s eye contributed to the event. It is reported that during the surgery, the patient moved a lot and had a very dense cataract lens. The surgeon does not think the laser was a contributing factor. The patient had capsulotomy performed, fragmentation and primary incisions done with catalys. The surgery was completed.